Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx experienced a charge button failure. There is no indication of negative patient impact.